Event description:
User facility reported that a successful novasure procedure was done in 2008. On post hysteroscopy, the physician noticed "a hole in the top of the fundus". The patient was admitted to the hospital and a "specialist" performed a laparoscopy "to check the bowel area". He noted "2 white blanched marks, one with a perforation on the top of the uterus". Stitches were placed in the bowel at the sight of the blanch marks. The patient was discharged home the next day, and is reportedly "fine".

Manufacturer narrative:
Device history record (DHR) review was conducted for the disposable device, and the radio frequency controller (rfc) involved in this event. No abnormalities were found related to the reported information. The disposable device and controller passed final testing prior to release. The disposable device and the rfc involved in this event were not returned; therefore, an investigation was unable to be performed. Based on the information obtained to date, no direct correlation can be made between the reported event and the novasure system.